Manufacturer narrative:
The autopulse platform in complaint was evaluated on 04/11/2016. A DHR review for s/n (B)(4) found no previous complaints related to this event. During the visual inspection, no physical damage was observed. The archive data was not able to be downloaded for analysis. This was due to the processor circuit board was defective and needed to be replaced. No problems found during functional testing. In summary customer's reported complaint could not be confirmed as archive review was unable to download. The load cell characteristics check passed and the internal visual inspection found no damages. The processor board was replaced to remedy the issue with being unable to download the archive data. Also replaced were the power distribution board and the load plate cover. The device passed final testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported to zoll that the autopulse platform experienced several problems and stoppages during use. No further information provided and no patient involvement was reported.